Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right atrial (ra) lead, the lead perforated the cardiac wall. The lead implant was abandoned and an emergency thoracotomy procedure was performed. No further patient complications have been reported as a result of this event.